Manufacturer narrative:
(B)(4). H6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 2 of 2 reports of the patient needing IV medical intervention after wearable failure that occurred two separate times.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. This is 2 of 2 reports of the patient needing IV medical intervention after wearable failure that occurred two separate times. On (B)(6) 2025, the reporter (the patient¿s wife) stated that she received a dexcom app alert indicating that the sensor had failed after being placed on the patient¿s arm. The reporter noted that she was asleep at the time the failure notification occurred. Prior to the sensor failure, the last known egv was 297 mg/dl. After receiving the failure alert, the reporter performed a fingerstick test, which showed a blood glucose value of 26 mg/dl. At that time, the patient was experiencing sweating and convulsions. No medication or treatment was administered by the reporter. Emergency medical services were contacted. Upon arrival, paramedics obtained a fingerstick blood glucose measurement; however, the reporter was unable to recall the value. The paramedics administered IV dextrose, and no additional treatment or medication was provided. They offered to transport the patient to the hospital, but the patient declined. The reporter stated during the call that the patient is currently doing fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.